Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024,senseonics was made aware of an adverse event where the user reported that the sensor broke into two pieces during the removal procedure. All fragments of the broken sensor were retrieved from the user.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove both the pieces of the sensor. The broken pieces of the sensor were disposed of after the procedure thus could not be returned for further investigation. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. Thís incident does not require any further investigation. B4. Date of this report 27 november 2024. G3. Date received by the manufacturer? 27 november 2024. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.